Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to reproduce the customer¿s reported issue but noted that the problem was intermittent and did not occur every time an autofill was initiated. The stm observed the autofill failure codes in the fault logs and determined that there was an intermittent failure of a component in the patient interface module. The stm replaced the faulty patient interface module and no autofill failures occurred once the part was replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure." It was later reported that the event occurred when the helicopter crew was picking a patient up for transfer to another facility. When the crew connected the patient to the transport iabp unit, they experienced the autofill failure when pumping was initiated. The iabp unit was powered off and powered back on but the autofill failure occurred again. The crew was able to use the hospital¿s iabp for transport. It was noted that the helicopter was still on the ground. There was no patient harm and no report of an adverse event.